Event description:
The customer contact reported a delay of critical therapy following a power loss while operating on ac power. On an unspecified date and time, the device was programmed for delivery of an unspecified pain medication via epidural route and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device powered off. No specific event details were provided. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility the device powered off without an alarm while operating on ac power. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.